Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the cause of the device turning itself off was not known. The battery was turned back on but they don't know if the issue is resolved. The rep further reported that the daughter of the patient reported that the ins shut off again. This is now the 3rd instance of the ins turning off supposedly by itself. Caller stated that it appeared that the patient had little knowledge of use of the patient programmer and how to initiate antenna locate. Rep is going to meet with patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins turns off by itself. The patient had "stroke like symptoms" where he looked comatose and was nonresponsive and drooling and had slurred speech the way he did before he got the device. Caller brought the patient to the hospital where it took the healthcare provider a couple of days to figure out that the ins was off when the patient saw a dbs specialist. Patient was in rehab after the hospital and the ins was turned back on and the patient was doing well. Caller said the patient's ins again turned off on its own again and patient had a return of the same stroke like symptoms. Caller said that she took out the recharger (insr) to check to see if implant was off after patient had sudden return of symptoms and ins showed off. Caller said both times that the ins shut itself off the patient had not been using the insr or the patient programmer and wasn't near the equipment. Caller said pt's ins didn't turn off due to being depleted. The caller was helped to check the patient's therapy with the insr and the ins was off. The caller successfully turned patient's ins back on during call. Before they were helped to check the patient's ins with the insr the caller said the insr was showing a screen that looked like it had a warning symbol on it, the screen was not showing up during call, the normal ins charging screen came up. Caller further stated that sometimes it takes 2 times to get the patient's coupling bars to get 8 bars. Caller said it has always been this way and it's because the patient is a "big dude" and it takes 2 helpers to lift him up to get in the right position to charge. It was further reported via the rep that environmental/external/patient factors that may have led or contributed to the issue included the patient falling at home. There was an unknown cause and the fall occurred on (B)(6) 2018. The patient was found by the wife and daughter. Initially upon falling the patient's family say the patient was acting weird and they decided to check the device and noticed it was off. They turned the device back on and had a relief of symptoms. The device turned off again on (B)(6) 2018 which was stated above. Diagnostics/troubleshooting included reading the patient's battery and checking impedances on (B)(6) 2018. They state the patient was hospitalized since (B)(6) 2018 being evaluated. The rep reports it is unknown if the issue is resolved. Low impedances were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient's daughter contacted them on (B)(6) 2018 and reported the following had occurred that morning: their dad's device switched off again at about 5:38am. They are starting to suspect it's something with the battery. They charged him on 12/24, skipped 12/25, and he switches off this morning. He's back on now and charging now, but their mother says the battery was at 0/dead. The family was instructed to contact patient services for troubleshooting and make a follow-up appointment with movement disorders in (B)(6) when clinics resume.